Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced device damage/deformation while still considered operable. Product defect was noted during use. The following information was provided by the initial reporter: the patient was admitted to the general surgery department at 4:30 on september 14, 2020 due to liver cirrhosis. Abdominal examination was performed as prescribed by the doctor. Before the enhanced CT examination, the patient was injected with contrast agent and the closed venous indwuration needle was used. The plastic tube in the front segment broke, the liquid flowed out, and the puncture site bled when starting the pressure administration. Stop the inspection, close the syringe, pull out the damaged indwelling needle and open a new sealed indwelling needle and re-puncture for drug administration. The patient's condition was normal and did not appear again.

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 9262036. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on your description of the event, our engineers were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima-ii is an infusion only device and is not rated for high pressure injections.see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced device damage/deformation while still considered operable. Product defect was noted during use. The following information was provided by the initial reporter: the patient was admitted to the general surgery department at 4:30 on (B)(6) 2020 due to liver cirrhosis. Abdominal examination was performed as prescribed by the doctor. Before the enhanced CT examination, the patient was injected with contrast agent and the closed venous indwuration needle was used. The plastic tube in the front segment broke, the liquid flowed out, and the puncture site bled when starting the pressure administration. Stop the inspection, close the syringe, pull out the damaged indwelling needle and open a new sealed indwelling needle and re-puncture for drug administration. The patient's condition was normal and did not appear again.